Manufacturer narrative:
Investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the stopper jammed between the plunger rod and the barrel. Potential root cause for the jammed stopper defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 1169526. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that ink was smeared over 2 bd¿ tuberculin syringes with the bd precisionglide¿ detachable needle scale markings, rendering them illegible. The following information was provided by the initial reporter: "visual inspection confirmed that the black ink on the syringe appeared to be melted or smeared on the barrel of the syringe."